Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to touch. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy. Additionally, the pump touch screen timed out faster than expected. Customer's blood glucose was 120 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.